Event description:
It was reported that a patient with this sling device experienced recurring incontinence; therefore, a surgical procedure was performed to remove the device and implant a new artificial urinary sphincter. There were no device issues and no further patient complications reported.